Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to checksum error resulting from code corruption . The device was tested on the bench and the cause of the bvvi was unknown.

Event description:
It was reported that the asymptomatic patient presented in the clinic for the follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. No intervention was performed.

Event description:
New information on 4/24/18 stated that the device was explanted on (B)(6) 2017. The patient was stable throughout the whole procedure.